Event description:
A few pts experienced inconsistent number readings. The first twenty-four hours the readings were 30 to 40. Twenty four to forty eight hours the readings ranged anywhere from 2 to 100. Add'l info was received in 11-2002, the user facility had observed erractic readings from the oxygen probe. This has occurred with approximately three pts. The probes were replaced and the new probes functioned as desired. No pt injury was observed but intervention was required for replacement of the probe. A lot number is not available at this time because the user facility has disposed of the product.